Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they needed assistance with their implantable neurostimulator (ins) as it would not charge and there was no signal. The patient stated that they would be contacting their healthcare provider (hcp) regarding the issue. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient never had any problems with his implant, but it has been depleted for some time, he cannot get the battery to come on. The patient said since it has been depleted, he occasionally had noticed the feeling of stimulation if he moves a certain way, despite the fact that he could not use his patient programmer (pp) to turn the stimulation on because the ins was depleted. The patient stated he feels it just a little bit, it does not come on and stay on, it is just like a little stimulation. The patient stated this started a day or two ago and one time a while ago, the implant had not been working, but it came on and went off. The patient said this happened when he leaned up against the door in his van and thinks the door magnet from the door speaker activated it. The patient said he has not tried to activate it, it just came on and the stimulation got real strong for just a second then went back off, and it stopped happening. No further information was reported. Additional information was reported that the patient noticed that they could not charge on (B)(6), and the patient called into patient services to ask what to do. The issue has not been resolved, but the patient will be getting a replacement soon. No further information was reported.

Manufacturer narrative:
Event date has been updated. If information is provided in the future, a supplemental report will be issued.